Event description:
It was reported that during a procedure the "fiber hit a prostate calculi at 43,793 joules and broke the tip. The tip was retrieved". The case was completed with a second fiber. The outcome was reported as "no injury to the pt".